Event description:
Fill volume: 230ml. Flow rate: 5ml/hr. Procedure: i.v. Infusion. Cathplace: central line. A pharmacy reported that an infusion ended sooner than expected. It was reported as, "46 hour infusion ran short and was finished at approximately 30 hours. The infusion started on (B)(6) 2014 at 2:00pm and the incident was noticed on (B)(6) 2014 at 11:00pm. No pt injury nor medical intervention was reported. It was reported that the device was not available for return and analysis.

Manufacturer narrative:
Method: the device will not be returned for an analysis. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: as no device was available for an eval, no device testing methods were performed and results cannot be obtained. The DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the device was not returned to halyard for an eval, therefore we are unable to determine a cause for the reported event. It was reported that the pump was filled to 230ml. The instructions for use (IFU) (14-60-591-0-03) indicates, that the nominal fill volume is 270ml. The IFU also indicates, "cautions actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate". It was reported that the infusion was expected to run for 46 hours. The IFU table 1 indicates that when the pump is filled to 244ml the "approximate delivery time" would be 48 hours. The IFU indicates, "when filled to nominal volume, homepump c-series flow rate accuracy is +15% (at 95% confidence interval) of the labeled flow rate when infusion is started 0-8 h after fill and delivering normal saline as the diluent at 31 degree c/88 degree f with the pump positioned 16 inches below the catheter site. Per the DHR the lot met the process specifications, including the quality control acceptance criteria prior to release. No pt injury nor medical intervention was reported. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.